Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of an unspecified quantity of amia automated pd cycler sets was loosely connected/separating from the patient line connector. This was further described as ¿the patient line tubing (portion where the tubing inserts into the screw portion of the connector) was crooked¿. This was observed during set up of the device for peritoneal dialysis therapy. Some of the cassettes were used and some were discarded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.